Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2013 during which the surgeon noted the device was meticulously dissected from the surrounding tissues and subsequently removed. It was reported that the patient experienced severe pain, bowel obstructions, dense adhesions, nausea, bloating, bulging, inflammation, stress and anxiety. No additional information is provided.